Event description:
Solicited call to pt mother after a call received, pt's mother reporting pump malfunction curlin moog 600 cms pt's mother stated the pt's last infusion finished up 30 minutes early. The bag was empty and there was 30 minutes remaining on the pump programing. Per pt's mother the lumizyme mix was correct. Pt's mother requesting a new pump for the next infusion. No side effects reported from pump malfunction. Pt was able to finish infusion. No further information or dates provided. Reported to (B)(6) by pt/caregiver.